Event description:
It was reported, that during a da vinci-assisted benign hysterectomy surgical procedure. The harmonic ace instrument broke and a piece fell off. Fragments fell inside the patient's anatomy and were retrieved from the patient, during the same procedure. The procedure was completed. And there was no reported patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed, and found to have the curved blade broken at the distal end. The blade broke at roughly 0.19¿ from the base. A broken piece was not returned with the instrument. The complaint regarding fragments falling was confirmed by failure analysis.